Manufacturer narrative:
An event of device embolization was reported. The patient underwent a cardiac surgery operation for device removal. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 10 july 2024, a 25mm amplatzer amulet left atrial appendage occluder was implanted in a patient. On an unknown date, 45 day transesophageal echocardiogram (tee) follow up had shown the device had since moved. The patient was sent to have it removed. The patient was stable.